Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced stimulation in their feet despite the device being off. The patient reported a burning sensation in their feet, which they claimed literally burned the skin off. The patient had been feeling unwell for five months and experienced hallucinations, which were attributed to medication. A diagnosis of neuropathy was made by a doctor, and the patient visited a hospital due to hallucinations caused by medication. The patient was unable to sleep for five nights due to the feeling of constant stimulation. The healthcare provider implemented a new program, but the same issue persisted. The patient was redirected to their healthcare provider for further assistance. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt reported they were charging the back stimulator when the program stopped and was told to call medtronic. After they had the burning sensation their doctor told them the burning sensation was due to neuropathy. Patient is being treated for that. Issue is resolved with lyrica, the pain went away. Additional information was received from the patient. Patient stated they now have neuropathy according to their doctor. But the programmer did send them a code to stop as it would burn their feet. Which it did burn the skin in the bottom of their feet. Medtronic sent new equipment and it is fine now. Pt confirmed issue resolved. Pt stated first it was the product that burnt the bottom of their feet and then they continue to have burning sensation on the bottom of their feet which is now neuropathy.